Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an ¿adhesive-like object¿ on a flo-thru device. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic examination found the particulate matter to be rtv silicone. The adhesive found on the returned sample was excessive and exceeded the diameter of the tip, and therefore this device does not meet specification. The reported condition was verified. This occurred during the assembly of this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.